Event description:
It was reported when using the bd pyxis medstation es system not detected on bus and prevented user from issuing medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was defective retractor band. The field service engineer replaced retractor band to resolve. The system functioned as intended after the field service engineer troubleshooted the device.